Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 47 mg/dl at the time of incident. Customer¿s other blood glucose level was 40 mg/dl to 50 mg/dl. The customer did not provide details regarding symptoms of their low blood glucose episodes. Customer was treated with food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the drive support cap was normal. Customer did not allege insulin pump was over delivering. Customer stated that they performed self test and the test was pass. Troubleshooting was performed for low blood glucose level. The device will not be returned for analysis.